Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket to crush a stone. However, the pull wire of the trapezoid basket broke. The basket was shaken to release the stone and was then pulled out of the scope. The procedure was completed with a different device. There were no patient complications as a result of this event.